Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm as well as a motor error alarm during bolus. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer stated that she felt that her sugars were getting high. No further information reported.